Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) sodium results on their integra 400 plus. The customer provided data for six patients, of which one had discrepant results that were reported outside the laboratory. The patient's initial sodium result was 121 mmol/l accompanied by a data flag. The customer sent the sample to a sister facility to repeat the analysis. The repeat result was 135 mmol/l. The customer deemed the repeat 135 mmol/l result to be correct and it was issued as a corrected report. The patient was not adversely affected by this event. The sodium electrode lot number was 21510811 and the expiration date was 12/02/2011. The field service representative found a fluidics failure on one of the components replaced during preventative maintenance. For corrective maintenance, he did extensive inspections of the work performed, ran several diagnostic tests, replaced tubing, sodium and reference electrodes, o-rings, and probes. Electrode maintenance was performed. The questioned samples were repeated, and a precision test was performed with results within specification. All controls were run and were in specification. He advised the customer to perform all ise tests in duplicate and to run controls more often.

Manufacturer narrative:
The exact root cause cannot be determined since several ise parts were exchanged at the same time during the field service representative's preventative maintenance. No adverse events were reported.